Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017 a field service engineer (fse) was dispatched to address the customer's reported issue. Fse followed-up with customer over-the-phone regarding the s rack not at the start position. This issue was resolved when customer was advised to put marker at the end of rack. Fse also observed error 2076 (sc) clog detected on samples on the aia-900 instrument. Fse performed troubleshooting by flushing and adjusting the sample nozzle assembly. Fse replaced the sample nozzle assembly and specimen dispense syringe, ran sample tests, calibration, and quality controls. The results were within acceptable range. The aia-900 instrument is operating as intended. No further action required by field service. A complaint history review and service history review for similar complaints was performed for serial (B)(4) from 03-nov-2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-900 operator's manual, under section 12 - flag and error messages, error 2310 is s.rack not at start position. This error is generated when the x1 starting point rack detection sensor s075 failed to detect a rack when the carry-in (y1) belt was driven. The solution is to set the sample rack. Alternatively, check s075 and the carry-in belt mechanism. The other issue, error 2076 is clogging detected at specimen. This error is generated when the negative pressure generated by suction of a rack ID, rack, position, specimen ID specimen exceeded the standard value. There is a possibility that the sampling nozzle was clogged, preventing the specified quantity of specimen suction from taking place. An sc flag will be attached to the measurement result. The solution us if there is no problem with the specimen, contact the tosoh local representatives. The most probable cause of the reported issue was due to clogs in the sample nozzle assembly.

Event description:
On (B)(6) 2017 customer reported getting sc (sample clog) flag and s rack not at the start position on the aia-900 instrument. Customer is unable to run creatine kinase mb isoenzyme (ckmb) and cardiac troponin I (ctnl 2). On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of creatine kinase mb isoenzyme (ckmb) and cardiac troponin I (ctnl 2) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Event description:
N/a

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(4) which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. Unique identifier (UDI) # updated to (B)(4). Corrected data: in describe event or problem and device evaluation by manufacturer / additional manufacturer narrative of the initial report, the fse dispatched date stated 06-dec-2017. The corrected date is 03-dec-2017.